Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro delivery system and a watchman trusteer access system (was) were selected to be used. The patient had an anterior chicken wing anatomy. The computed tomography (CT) scan was reviewed with the implanting physician and echocardiologist prior to the case. During the procedure the groin access was obtained, and transseptal crossing ensued without complication. The septum was crossed in a low position on the bicaval view, and anterior in the short axis view of the interatrial septum. The radiofrequency (rf) wire was positioned in the left upper pulmonary vein in exchange for the pigtail catheter. The pigtail catheter was placed, and the physician cannulated the laa ostium. With echocardiography guidance, the pigtail catheter was advanced into the anterior depth of the appendage, and the was sheath was advanced to the ostium to prepare for a contrast shot. A contrast shot was taken, and the closure device placement trajectory was determined. A 31mm closure device was prepared with adequate flushing and investigation for air within the system. With a wet-to-wet connection, the closure device was inserted into the was sheath and successfully connected to create the watchman delivery system. The physician was instructed to unsheathe the closure devie until flx ball before performing any distal movements with the system. Once the flx ball was confirmed with fluoroscopy and echocardiography imaging modalities, the physician was instructed to add counter clock torque to the system, directing the distal part to the designated landing zone for the back of the closure device. Upon examination, the closure device was deemed to be in a proximal position, and the decision was made to downsize to a 27mm closure device. The 27mm closure device was properly prepared on the back table. The implanting physician was properly instructed to re-sheath the 31mm closure device and exchange for the 27mm closure device. The 27mm closure device was advanced into the was and correctly snapped into form the watchman delivery system. The physician was instructed to unsheathe to form the flx ball as the size was confirmed with fluoroscopy and echocardiography imaging modalities. With the flx ball formed, the physician was instructed to orient the distal puck in the anterior aspect of the appendage and was instructed on proper unsheathing techniques to correctly deploy the closure device. It was recommended that the probe was maneuvered to adequately visualize flx ball as it was noted that the flx ball was not being visualized within the viewing plane. It was also recommended to inspect for a pericardial effusion. The echocardiologist confirmed a pericardial effusion had formed localized laterally in the area of the laa. The laboratory staff was instructed to locate a pericardiocentesis kit in preparation for a potential drain. The patient demographics were collected. It was confirmed that the patient was going for a cardiothoracic surgery consult and had stable vitals; however, surgery was not performed, as CT surgery followed up and signed off when patient improved. No blood transfusion was needed. The patient was discharged home on (B)(6) 2025.